Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was experiencing pacemaker mediated tachycardia episodes. Additionally, there was a stored signal monitor artifact episode due to electromagnetic interference which disabled minute ventilation. A boston scientific technical services consultant discussed device function and potential programming options for this patient. No adverse patient effects were reported.